Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was between 140-263 mg/dl. A method of backup therapy was not provided. Tandem technical support made multiple attempts to follow up with the customer and complete troubleshooting; however, a response was not received.